Event description:
This pt had an admitting diagnosis of unstable angina and was electively take to the cath lab for treatment of a cardiac lesion at the proximal obtuse marginal (om). The lesion was denovo and 3.0 mm in length. There was no difficulty accessing or wiring the vessel. The lesion was not pre-dilated and a cypher stent was successfully deployed at 20 atm for 30 seconds. The stent to vessel sizing was 1:1. There was good wall apposition of the stent. The stent was not post-dialted nor the ivus conducted. Residual stenosis after stent implantation was 0. There was no disease distal to the stent. Heparin was administered intravenously, act's post heparin was 216. Post-implantation diagnosis was unstalbe angina. Upon discharge, the pt was on lipitor, numpro, lanoxin, tri-chlor, avandia, ecortin, plavix and toprol. Pre-admission medications are unknown. The pt was not immunocompromised.